Event description:
Fire in paraffin pot. When the tech lifted the lid of the paraffin pot, flames shot up quickly to the ceiling. The paraffin dispenser is a lipshaw model # 225, (B) (4). This particular model is not equipped with an overtemp or safety shutoff feature. The device had a thermostat replaced in (B) (6) 2003 and again in (B) (6) 2009.